Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, the touch screen became unresponsive to customer's interaction. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.